Manufacturer narrative:
Investigation summary: the reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
A continuous spinal drainage kit reportedly separated from the buretrol during a lumbar drain for a patient. The connection below the buretrol appears glued, but it is not always secure. There was no reported patient harm.